Event description:
During an implant procedure, it was reported that difficulty was experienced while moving the guide wire through the left ventricular lead (lv). Due to this difficulty, a different lv lead was used in order to complete the implant procedure and the patient was stable.

Manufacturer narrative:
Additional information: the reported event of an insertion failure was confirmed. As received, a complete lead was returned in one piece with a stylet inserted and stuck inside the lead body. Visual inspection of the lead found the ptfe coating of the stylet in the inner coil in the connector region with the inner coil bunched up and pulled back proximally. The cause of the reported events was isolated to stylet and the ptfe coating in the inner coil in the connector region. No anomaly was found with the lead.